Manufacturer narrative:
D10 concomitant products: 354/5876 hygroster mech fhme x25 lot: 25j0683fax 354/5876 hygroster mech fhme x25 lot: 25j0683fax 354/5876 hygroster mech fhme x25 lot: 25j0683fax 354/5876 hygroster mech fhme x25 lot: 25j0683fax 354/5876 hygroster mech fhme x25 lot: 25j0683fax medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-usage inspection, there were cracks observed from the six filter's interface. There was no patient involved.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the 15mm connector cracked. Performed the leakage test and the result failed. It was reported that during pre-usage inspection, there were cracks observed from the six filter's interface. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.